Event description:
Procedure type: unk. According to the reporter: no clips are coming out of the instrument. No ill-effect to pt. Another device was applied. Or time was extended longer than 30 minutes, no add'l blood loss or tissue damage.